Event description:
The initial reporter stated that the pump was not delivering accurately. They stated that they set the pump rate to 65 ml/hr and the dose to 748 ml, and expected the feeding to last twelve hours, but that they also are adding approximately 1000 ml of formula to the bag and that there is too much formula left in the bag. Mmdg did follow up with the initial reporter to obtain additional information, but no other information was provided. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.